Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had a monofocal lens in the other eye and could not adjust to multifocality. The iol was explanted and was exchanged with an unspecified light adjustable lens (lal) during the secondary implant procedure. Additional information has been requested and received by stating yag (yttrium aluminum garnet) was performed. There was no further impact to the patient. As per surgeon patient's outlook was good and healing was well. Smeary visual acuity was occurred.